Event description:
It was reported that during a gastric bypassprocedure using the optiview technology, the surgeon was using the b12lt for the working port and the cb12lt for the camera port. Both of the devices were leaking pnuemo during the procedure. The surgeon then decided to use two additional trocars and completed the procedure. There was no patient consequence reported. The devices were discarded.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2010. Information is unavailable; device was not returned for evaluation. Additional information. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.